Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, causing physical stress to be applied to the insertion section, and charged coupled device unit became damaged. From this, the subject device had leakage and water invaded the device, causing an abnormality in electronic components, leading to the suggested event. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the following defects; a) air leak. B) bending section rubber. C) insertion tube and protector. D) crushed flexible tube. E) the endoscope has a crush in the insertion section and has no image, the screen remains black. And f) crushing in the insertion section has internally damaged the charged coupled device, and the endoscope has no image (black screen). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope, the flexible tube is crushed. The issue was found during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered that there in a image problem, this medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.